Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to an error and it was reimaged and the software reloaded to resolve. It was additionally noted that the power cord bay assembly was missing and it was replaced. The device passed all functional and systems tests. (B)(4).

Event description:
It was reported that there was a system error during boot-up. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event. It was further reported that the device had been placed into storage upon completion of analysis, and has subsequently been pulled from storage for repair and restock. It was further reported that the device did test out of specification during manufacturer's analysis.